Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400-500, 410 mg/dl. The customer experienced the symptoms related to the high blood glucose such as abdominal pain, difficulty in breathing. The customer was treated with the insulin pump. The customer reported that the was air bubble in the reservoir and tubing. The troubleshoot was performed for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer alleges pump was under delivering due to air bubbles. The troubleshoot was performed for high blood glucose and air bubble. The product will not be returned for analysis.